Event description:
It was reported that during a da vinci-assisted total benign hysterectomy surgical procedure, the staff reported that the surgeon experienced a collision between two patient side manipulators (psms) and received multiple recoverable faults on psm 1. They disabled arm 1 then rebooted system. Psm 1 was fine after rebooting the system but surgeon stated that psm 2 was very stiff. Technical support engineer (tse) explained that site can try one more reboot which they did and surgeon still complained that psm 2 felt stiff. Tse explained that a field service engineer (fse) would be sent out to check the system. At that point the surgeon stated they would convert. The procedure was completed laparoscopically with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse found error 23008, a repeated recoverable fault, at start up. The fse replaced patient side manipulator (psm) 2 to resolve the issue. While on site, the fse was told that psm2 was making unintended movements during the case as well. Fse had been called by surgeon who said that her head remained within the console the entire case with her hands on the ssc arms and psm2 still made unintended movements. The fse attempted to replicate the reported issue and could not reproduce the issue. The fse decided to swap pms2 and pms3 and ran all 3 psms through sine cycle, cable tension, friction, grip calibration, and brake test. All 3 arms passed all tests. The fse again test drove the system extensively and could not find a reason as to why the arm had made that unintended movement that the surgeon had mentioned. The fse informed the hospital staff that the issue could be due to an outside force acting on the arm such as cable, machine, or staff, or another arm causing it to move in an unintended direction. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the parts involved with this complaint and completed the device evaluation. Failure analysis investigation was able to be reproduce the reported failure (error 23008 along pitch / axis 2) during power up. Blank MDR fields: follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.